Event description:
It was reported that the customer fell into a swimming pool while wearing the insulin pump. Afterwards, moisture was observed beneath the display. Nothing further was reported.

Manufacturer narrative:
The display was blank due to moisture damage on the electronic assembly.